Event description:
It was reported that the patient developed phase to phase short and was experiencing intermittent pump stops. The patient was not an exchange or transplant candidate. The patient was transferred to hospice care in home. The patient expired on (B)(6) 2019, due to the ventricular assist device (vad) pump stop.

Manufacturer narrative:
History of driveline issues are reported in MFR #'s 2916596-2019-05367, 2916596-2019-04263, 2916596-2019-02857. Manufacturer's investigation conclusion: the report of suspected driveline damage could not be confirmed through this evaluation as no log files were submitted for review and the pump was not returned for evaluation. No autopsy was performed. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.